Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated, she is starting therapy empty. The hp then stated there are air bubbles in the patient line again. The technical service representative(tsr) assisted the hp to end therapy. The tsr advised the hp to check the patient line prior to connecting. The tsr advised the hp to start over with new supplies. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.